Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the quick coupling device was not holding the drill bits - not locking them in. There was no delay to the planned surgical procedure as an identical spare device was available for use. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the gage could not be inserted. During repair it was noted that the carrier shaft, disconnecting sleeve and bearing were damaged. The assignable root cause was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.